Event description:
It was reported that a balloon issue occurred, a 15mmx3.00mm wolverine coronary cutting balloon was selected for use. Upon inflation, it was noted that the balloon was punctured. The procedure was completed with another of the same device. There were no patient complications, and the patient was stable post procedure.